Event description:
The user reported the level sensor gave a false low level alert. No other details regarding the nature of the failure or the event were reported. There was no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.